Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported a compromised force sensor system alarm on her husband's insulin pump. The husband's blood glucose was 141 mg/dl. It was also reported that the customer was unable to exit the "preparing to prime" loop. The customer stated that the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.